Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H6: service history review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was confirmed that the device had a sticky trigger, cracked saw head, internal corrosion, worn components, the mode switch was stuck and the device had low power output. The assignable root cause for the cracked saw head was determined to be traced to device design, which has been escalated to CAPA. Further results of the analysis will be captured under the CAPA. The assignable root cause of the remaining malfunctions found during service and repair was determined to be due to component failure from wear. Service history review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the battery oscillator device trigger was sticky. It was determined that the saw head was cracked, the internal mechanisms were corroded and components including bearings, seal, motor, swing fork were worn. It was further determined that the device had low power output and the mode switch was stuck. It was further determined that the device failed pretest for general condition, check for sticky trigger, check oscillation frequency with frequency meter and mode switch-test. It was noted that the device failed visual inspection. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If further information should become, a supplemental medwatch will be submitted accordingly.